Event description:
It was reported by the clinician that the over-the-wire percutaneous thrombolytic device (ptd) was being used on a patient for a thrombectomy procedure. The .025 spring wire guide (swg) was being used with the ptd. The basket became tangled and at some point a portion of the swg was sheared off and went central to the patient's right atrium. The patient could feel something in their heart. At which time the physician tried to remove the wire from the heart. The physician went through the femoral to continue to remove the wire. Most of the wire was removed. The patient was stable and left the hospital with a referral to a cardiologist.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.